Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: one loss of prime warning eaw 162 observed in the black box on 6/6/2015 with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 185.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.